Manufacturer narrative:
A short testrun of the handpiece showed that the heat up was reproducible and the bearings have been noisy. The analysis of the handpiece afterwards showed that it had a high debris level inside, the bearings have been gritty, the bur slipped and the push button was scarred on the inner side. The high debris level inside the handpiece shows that it is not maintained and reprocessed as requested by the IFU. This high debris level causes higher friction and hence increase of temperature. It also causes stronger wear of the bearings which causes again higher debris and higher friction... In addition the scarred inner side of the push button shows that it has been used to lift the cheek or tongue away during the treatment. This causes that the push button gets pressed which causes unusual inner friction and therefore increase of temperature. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During an standard dental treatment the head of the handpiece heated up and caused a burn on patients lower lip. No medical care was necessary.